Manufacturer narrative:
Technician found the bed in biomed hallway. Bed had no head up function due to bad check valve. Replaced the check valve to resolve this issue.

Event description:
Complaint alleged that the bed had no head up function.